Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (pt rep) regarding an external device. Caller reports last night the stimulation was too much and was shocking patient at the ins pocket site. Caller reports only when patient is laying down caller reports the handset is 98% charged. Caller reports he charges both the handset and communicator every night. Caller reports the communicator has no light, tried a different outlet, no lights. Patient's husband confirmed he is using the white power cord. Communicator reset, continue to see no light. A replacement communicator was sent out.